Manufacturer narrative:
Explant was reported due to aortic regurgitation. The investigation found that leaflet 3 was torn. There was no inflammation or significant calcifications. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
An event of breathlessness, aortic regurgitation, cusp tear, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23 mm sjm trifecta valve was successfully implanted in a patient for aortic valve replacement procedure for a biocor device. On (B)(6) 2021, the patient present with breathlessness. A echocardiogram was taken and showed severe aortic regurgitation. The patients underwent a aortic valve replacement procedure to remove and a 23 mm trifecta¿ gt valve was successfully implanted to resolve the event. While analyzing the explanting device a tear was noted on one of the cusps from the stent-post. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable.